Event description:
The customer reported that the central nurse's station (cns) went into the blue screen randomly then came back up without user intervention. There was no patient injury reported.

Manufacturer narrative:
The unit was down for less than 5 minutes. The unit monitors tele devices (zm-521pa), serial numbers not available. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was randomly going to a blue screen then coming back up with no user intervention. The unit was down for less than 5 minutes. The cns was monitoring telemetry transmitters. No patient harm was reported. Investigation summary: the device was working as intended after the reboot. As such, a definitive root cause cannot be determined. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. The causes of each are discussed below. -power loss: when the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. -hardware failure: hardware failures that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check the hard drive status once usage has reached 20,000 hours.

Event description:
The customer reported that the central nurse's station (cns) was randomly going to a blue screen then coming back up with no user intervention. There was no patient injury reported.